Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that a lead safety switch (lss) was observed to have been triggered due to high out of range right atrial (ra) pacing impedances on this pacemaker system. The health care professional (hcp) noted that the ra lead had been previously programmed off and called technical services (ts) to inquire as to how a lead safety switch (lss) was triggered when the ra lead programming was off. It was noted that the ra lead was a non-boston scientific product. Ts discussed possible causes and recommended troubleshooting options. At this time, the pacemaker and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) was observed to have been triggered due to high out of range right atrial (ra) pacing impedances on this pacemaker system. The health care professional (hcp) noted that the ra lead had been previously programmed off and called technical services (ts) to inquire as to how a lead safety switch (lss) was triggered when the ra lead programming was off. It was noted that the ra lead was a non-boston scientific product. Ts discussed possible causes and recommended troubleshooting options. At this time, the pacemaker and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.